Event description:
Additional information was received that rv lead damage was suspected but not confirmed. The rv lead was explanted and replaced to resolve this event.

Manufacturer narrative:
The reported event of ¿noise signals are most likely caused by damage on the pacing part of the lead¿ was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
During a remote follow up, oversensing was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.